Event description:
Device malfunction: unable to deploy needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an endovascular abdominal aortic aneurysm repair. Reportedly, the patient was morbidly obese and during needle deployment, one of the needles became caught on the inguinal ligament and stalled. The needles were successfully backed down and the device was removed. A second prostar xl was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.